Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. The faradrive sheath was returned with its dilator still inserted, resulting in removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Additionally, the hemostatic valve was observed to be deformed as the valves were unable to revert to its closed state, likely due to transportation or storage of this device from the prolonged insertion of the dilator.

Event description:
It was reported that valve did not seal properly and continuous air bubbles were seen during aspiration with the faradrive steerable sheath. No patient complications occurred. The procedure was completed using different faradrive sheath. The product was received for analysis.

Event description:
It was reported that valve did not seal properly and continuous air bubbles were seen during aspiration with the faradrive steerable sheath. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.